Event description:
It was reported that for the past year, the patient's implantable neurostimulator (ins) had been "out of pocket" and was moving closer to the spine. The patient indicated that while on vacation the year prior to report, "it felt like it flipped." The patient saw their doctor five months prior to report, but it was not bothering them and the patient still had symptom relief, so the ins was left alone. At the time of the original report, the patient had to keep increasing the stimulation for efficacy. It was stated it was becoming more and more painful and the ins seemed to be moving more to the surface. It was noted the patient did not remember a fall or other trauma. It was later reported the patient did not have concerns with their device or therapy. Additional information stated the patient¿s implantable neurostimulator (ins) had been replaced the summer prior to report because it only had three months left and it had flipped.

Manufacturer narrative:
Product ID: 3037, serial# (B)(4), product type: programmer. Patient product ID: 3 093-28, lot# v256966, implanted: (B)(6) 2009, product type: lead. (B)(4). Additional information and significant changes that occurred during the past year caused this event to be considered reportable. The decision to not report was not incorrect at the time the original information was received.